Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n193461010, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp found the catheter moved out of position during a fluoroscopic exam on (B)(6) 2011. The patient experienced a failure of pain control.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n193461010, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphing via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The physician reported on (B)(6) 2011 the patient had a ¿removal and replacement¿ due to malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.